Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports a blown battery. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.